Manufacturer narrative:
Inspection of the subject device, the leep system 1000 (B)(4), by our service and repair department at coopersurgical shows the device was manufactured in 1998. Evaluation of the returned unit shows the product performs as intended and meets all qc release specifications. A review of the service record log indicates there have not been any services or issues since purchase. Historical review of complaints for the leep 1000 shows there have not been any similar complaints reported for this product. The device is used to excise cancerous tissues. No further actions are needed as the product performed as intended. Complaints of this nature will be monitored for any trend. Reference: (B)(4).

Event description:
The leep procedure was completed and the pt was discharged home. The pt returned to the office within 1 hour due to bleeding. The bleeding was treated with a topical ointment along with a little stitch and packing.